Event description:
Heartware left ventricular assist device (lvad) presents with first gastrointestinal bleed event with lvad therapy in the setting of international normalized ratio (inr) 4.0 and "several weeks" of melena. Hgb (hemoglobin) on admission was 3.0 requiring 4 units transfused blood. Anticoagulation was reversed. Endoscopic evaluation failed to identify bleeding source. Aspirin therapy was continued due to pt's prior history of ventricular assist device thrombosis.